Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that for the scheduled pm service of cs300 intra-aortic balloon pump (iabp) customer told fse that they had a "leak in iab catheter" message on the iabp on sunday. They eventually restarted the unit and it continued to pump. They stated that there was no patient harm and the patient was removed from therapy that evening.

Event description:
N/a - not reportable.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, g3, g6, h2, h11.

Event description:
N/a.

Event description:
It was reported that for the scheduled pm service of cs300 intra-aortic balloon pump (iabp) customer told fse that they had a "leak in iab catheter" message on the iabp on sunday . They eventually restarted the unit and it continued to pump. They stated that there was no patient harm and the patient was removed from therapy that evening.

Manufacturer narrative:
Corrected field : b5 , d10. Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse completed a full pm under (B)(4), no issues were found during the pm. All tests passed to factory specifications.